Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that two cayman mi self-starting screws passed through a cayman mi lateral plate during final locking intra-operatively. The procedure was completed successfully with a 30-minute surgical delay by using replacement screws and a larger plate. This report captures the first of two screws.